Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical product: other relevant device(s) are. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and parts were replaced. The manufacture date was unavailable at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was an error message that stated "mvw pictures transfer rate is too low check connection between imaging system and mobile view station (mvs)". No patient was present at the time of the event.